Event description:
The physician intended to use a resolute integrity drug eluting stent. The device was removed from the packaging, inspected and a negative prep was performed with no issues. The lesion was severely calcified. It was reported that resistance was encountered when advancing the device and that the device could not be positioned. When the stent was inspected upon removal it was noted that it was deformed. Another stent was used to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Evaluation: results/conclusions: failure to deliver stent and stent deformation; severely calcified lesion, vessel resistance encountered; device or procedural images not provided for review. (B)(4).